Manufacturer narrative:
The fied service engineer replaced the sample disk cover and checked the probe position. The investigation determined these service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 disk analyzer. Patient 1 initial result was 5 or less pg/ml. The repeat result was 1298 pg/ml. Patient 2 initial result was 5 or less pg/ml. The repeat result was 1391 pg/ml. On (B)(6) 2025, patient 3 initial result was 5 or less pg/ml which did not match the clinical symptoms. No repeat result was provided. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the motion around the probe, cleaned the instrument, confirmed no water leakage around the syringe, and changed the pinch tube. He replaced the liquid level detection (lld) substrate and adjusted the sample/reagent probe. All tubings, sample probes, and cells were replaced. Calibration and quality control were performed. The investigation is ongoing.